Event description:
On may 5, 1999, kimball international, inc received a letter alleging that one of its residents at the nursing home facility "died when she became caught between the side rails of a bed that was manufactured by the company, particularly the premise manual bed (model #p80-mss/pc3)." Upon further inquiry by kimball international's agents, facility stated that (a) facitity resident strangled herself with a sheet; and (b) would not file a claim of loss with kimball international's insurance carrier.